Event description:
On (B)(6) 2014, it was reported that after the pump had fallen the display was damaged. Half of the display was black, affecting the values displayed on the infusion device. When looking at his basal rate, he cannot tell if the value is a six or a zero. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.